Event description:
It was reported that a customer was unable to prime the interlink t-connector extension set. The customer stated they had to change out the set in order to continue priming. The solution being primed is unknown. There was no patient involvement. No additional information is available. This is the third of three occurrences reported for this event.

Manufacturer narrative:
(B)(4). Additional follow-up with the customer identified that a sample was not sent for evaluation. The sample is not available for evaluation; therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was reported to be returned but could not be located. If the device is located, device analysis will be completed.

Manufacturer narrative:
(B)(4). (B)(6). The sample is reported to be available for evaluation. If additional relevant information becomes available, a supplemental report will be submitted. This is related to (B)(4).